Manufacturer narrative:
The investigation determined that a higher than expected vitros sodium (na+) result was obtained from a patient sample when processed on a vitros 350 chemistry system using gen 16 na+ reagent lot. The assignable cause of this event could not be determined. A pre-analytical sample handling issue cannot be ruled out as a potentially contributing factor. No within-run precision testing was completed to assess the performance of the vitros 350 system; therefore, an instrument related issue also cannot be completely rule out as a contributing factor. The assignable cause is unknown.

Event description:
A customer obtained a higher than expected vitros sodium (na+) result from a patient sample when processed on a vitros 350 chemistry system using gen 16 na+ reagent lot. Vitros na+ result of 138.9 mmol/l versus an expected result of 127.4mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The higher than expected na+ result was not reported outside the laboratory and there were no reported allegations of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).